Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, there is specific evidence that the filter perforates the inferior vena cava (ivc) wall. The patient reported becoming aware of perforation of filter struts outside the ivc, and mesenteric, approximately thirteen years post implant. The patient also reported chest pain and anxiety related to the filter. According to the implant record the indication for the filter implant was morbid obesity, hyper coagulable state, and in need of redo gastric bypass. The filter was placed via the right femoral vein and deployed below the renal veins. The patient was taken to the recovery room in satisfactory condition. Approximately thirteen years post implant a computerized tomography (CT) scan was performed for an unspecified inferior vena cava injury and filter evaluation. The results noted an ivc filter with the apex just below the confluence of the renal veins. No fracture and good anatomic alignment. At the mid portion of the filter, the struts project along the outer margin of the wall of the ivc. The product is not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported ivc and organ perforation could not be confirmed or further clarified. Chest pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the implant records the patient was reported to have a preoperative diagnosis of morbid obesity, hyper coagulable state, and in need of redo gastric bypass. The right groin was prepped and draped in the usual sterile fashion. Using the stomal site, the right femoral vein was identified and seldinger technique was used to access the right femoral vein. A glidewire was placed up to the vena cava and it was subsequently dilated. The l2-l3 interspace was marked and a venacavagram was completed identifying the renal veins. The inferior vena cava (ivc) filter was then deployed below the renal veins. The patient was taken to the recovery room in satisfactory condition. About thirteen years after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for an unspecified inferior vena cava injury and filter evaluation. The scan reported an ivc filter with its apex just below the confluence of the renal veins. No fracture and good anatomic alignment. At the mid portion of the filter, the struts project along the outer margin of the wall of the inferior vena cava. Mild to moderate calcified plaque of the common iliac arteries was also noted. Incidental findings included a left renal cyst, splenic and hepatic granulomas, diverticulosis of the left colon, cholecystectomy, and median sternotomy. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the ivc, and mesenteric, becoming aware of these events approximately thirteen years after the filter implantation, and further experienced chest pain and anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned, there is specific evidence that the filter perforates the ivc wall. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post implant imaging available for review, the reported filter perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, there is specific evidence that the filter perforates the ivc wall. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.